Manufacturer narrative:
A photo was provided and is awaiting an investigation.

Event description:
The even involved a plum set where it was reported "the IV drip leaked from the green area, there was no patient harm.

Manufacturer narrative:
A picture was returned showing a y reseal. The complaint of the intravenous (IV) drip leaking from the green area could not be confirmed based on the returned image. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.